Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick accessory canister did not have the graduated lines to measure and the purewick female external catheter slipped of the tubes. It was not the standard size as the previous one processed. The patient had been using this product for more than 90 days. It was noted that the purewick accessory replacement kit was replaced on (B)(6) 2022. As per additional information received on 15feb2022, it was stated that patient felt like the sizing was different.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿mishandling ¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick accessory canister did not have the graduated lines to measure and the purewick female external catheter slipped of the tubes. It was not the standard size as the previous one processed. The patient had been using this product for more than 90 days. It was noted that the purewick accessory replacement kit was replaced on (B)(6) 2022. As per additional information received on 15feb2022, it was stated that patient felt like the sizing was different. Per additional information received via sample form on 23mar2022, it was stated that at times, the line would come free of the wick and not all the wick tubing had the exact same size circumference.